Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were partially embedded in my uterus despite the initial surgery"), laryngeal stenosis ("subglottic stenosis/asthma that was later diagnosed as subglottic stenosis"), gastrooesophageal reflux disease ("gerd / acid reflux") and cystitis ("persistent bladder infections") in a 23-year-old female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "my doctor did not tell me that I needed a confirmation test". The patient's past medical history included multi gravida, parity 3 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2011) and upper abdominal pain. Patient denies any complications or problems that occurred at the time of your essure placement procedure. Concurrent conditions included body mass index normal. Concomitant products included beclometasone dipropionate (qvar), dulera, fluticasone propionate, mometasone furoate (asmanex), prednisone and salbutamol (albuterol) for asthma, cyclobenzaprine hydrochloride (flexeril) and trazodone for back pain, paroxetine hydrochloride (paxil) for depression, meclozine (meclizine) for dizziness, dexlansoprazole (dexilant) and esomeprazole magnesium (nexium) for gerd, cyclobenzaprine, rizatriptan, sumatriptan, topiramate and topiramate (topamax) for migraine, rizatriptan (maxalt) for nausea as well as escitalopram oxalate (lexapro). In 2011, the patient experienced headache ("severe and persistent pain in head/frequent headaches"). In (B)(6) 2011, the patient experienced cystitis (seriousness criterion medically significant) and fungal infection ("persistent yeast infections"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced chest pain ("severe and persistent chest pain") and allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant) with gastrointestinal pain. In (B)(6) 2013, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, laryngeal stenosis (seriousness criterion medically significant) with dyspnoea, dizziness ("dizziness"), vestibular disorder ("vestibular hypofunction / enlarged vestibular aqueduct on the left with vestibular hypofunction") with balance disorder, malaise ("sick"), urinary tract infection ("uti"), menorrhagia ("heavy periods / long periods"), memory impairment ("short term memory"), vision blurred ("blurry vision"), weight increased ("weight gain"), insomnia ("insomnia"), treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure") and mental disorder ("aggravated psychiatric and/or psychological condition"). The patient was treated with surgery (essure coils removed through a total hysterectomy with bilateral salpingectomy.) And surgery. Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, malaise, chest pain, headache, allergy to metals, menorrhagia, memory impairment, vision blurred, weight increased, insomnia, treatment noncompliance and mental disorder outcome was unknown, the laryngeal stenosis and vestibular disorder had not resolved and the gastrooesophageal reflux disease, cystitis, migraine, dizziness, fungal infection and urinary tract infection was resolving. The reporter considered allergy to metals, chest pain, cystitis, dizziness, embedded device, fungal infection, gastrooesophageal reflux disease, headache, insomnia, laryngeal stenosis, malaise, memory impairment, menorrhagia, mental disorder, migraine, treatment noncompliance, urinary tract infection, vestibular disorder, vision blurred and weight increased to be related to essure. The reporter commented: patient received medical treatment for gerd,migraines,vestibular hypofunction,bladder infections, yeast infections, subglottic stenosis. Current weight: 160 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound scan : essure coils were partially embedded in my uterus despite the initial surgery. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms migraines, asthama, gerd, embedded silver colored wire foreign body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were partially embedded in my uterus despite the initial surgery"), laryngeal stenosis ("subglottic stenosis/asthma that was later diagnosed as subglottic stenosis"), gastrooesophageal reflux disease ("gerd / acid reflux") and cystitis ("persistent bladder infections") in a 23-year-old female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure" and medical device monitoring error "my doctor did not tell me that I needed a confirmation test". The patient's past medical history included multi gravida, parity 3 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2011) and upper abdominal pain. Patient denies any complications or problems that occurred at the time of your essure placement procedure. Concurrent conditions included body mass index normal. Concomitant products included beclometasone dipropionate (qvar), dulera, fluticasone propionate, mometasone furoate (asmanex), prednisone and salbutamol (albuterol) for asthma, cyclobenzaprine hydrochloride (flexeril) and trazodone for back pain, paroxetine hydrochloride (paxil) for depression, meclozine (meclizine) for dizziness, dexlansoprazole (dexilant) and esomeprazole magnesium (nexium) for gerd, cyclobenzaprine, rizatriptan, sumatriptan, topiramate and topiramate (topamax) for migraine, rizatriptan (maxalt) for nausea as well as escitalopram oxalate (lexapro). In 2011, the patient experienced headache ("severe and persistent pain in head/frequent headaches"). In (B)(6) 2011, the patient experienced cystitis (seriousness criterion medically significant) and fungal infection ("persistent yeast infections"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced chest pain ("severe and persistent chest pain") and allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant) with gastrointestinal pain. In (B)(6) 2013, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, laryngeal stenosis (seriousness criterion medically significant) with dyspnoea, dizziness ("dizziness"), vestibular disorder ("vestibular hypofunction / enlarged vestibular aqueduct on the left with vestibular hypofunction") with balance disorder, malaise ("sick"), urinary tract infection ("uti"), menorrhagia ("heavy periods / long periods"), memory impairment ("short term memory"), vision blurred ("blurry vision"), weight increased ("weight gain"), insomnia ("insomnia") and mental disorder ("aggravated psychiatric and/or psychological condition"). The patient was treated with surgery (essure coils removed through a total hysterectomy with bilateral salpingectomy.) And surgery. Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, malaise, chest pain, headache, allergy to metals, menorrhagia, memory impairment, vision blurred, weight increased, insomnia and mental disorder outcome was unknown, the laryngeal stenosis and vestibular disorder had not resolved and the gastrooesophageal reflux disease, cystitis, migraine, dizziness, fungal infection and urinary tract infection was resolving. The reporter considered allergy to metals, chest pain, cystitis, dizziness, embedded device, fungal infection, gastrooesophageal reflux disease, headache, insomnia, laryngeal stenosis, malaise, memory impairment, menorrhagia, mental disorder, migraine, urinary tract infection, vestibular disorder, vision blurred and weight increased to be related to essure. The reporter commented: patient received medical treatment for gerd,migraines,vestibular hypofunction,bladder infections, yeast infections, subglottic stenosis. Current weight: 160 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound scan : essure coils were partially embedded in my uterus despite the initial surgery. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms migraines, asthama, gerd, embedded silver colored wire foreign body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils were partially embedded in my uterus despite the initial surgery'), laryngeal stenosis ('subglottic stenosis/asthma that was later diagnosed as subglottic stenosis'), gastrooesophageal reflux disease ('gerd / acid reflux') and cystitis ('persistent bladder infections') in a 23-year-old female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure" and product communication issue "my doctor did not tell me that I needed a confirmation test". The patient's medical history included multi gravida, parity 3 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2011) and upper abdominal pain. Patient denies any complications or problems that occurred at the time of your essure placement procedure. Concurrent conditions included body mass index normal, anxiety, lack of motivation, gerd, bloating, yeast infection, vaginal candidiasis, vaginal itching, dysmenorrhea and menses irregular. Concomitant products included beclometasone dipropionate (qvar), fluticasone propionate, formoterol fumarate;mometasone furoate (dulera), mometasone furoate (asmanex), prednisone and salbutamol (albuterol) for asthma, trazodone for back pain, meclozine (meclizine) for dizziness, dexlansoprazole (dexilant) and esomeprazole for gerd, cyclobenzaprine, rizatriptan, sumatriptan, topiramate and topiramate (topamax) for migraine, rizatriptan benzoate (maxalt) for nausea as well as escitalopram oxalate (lexapro). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced headache ("severe and persistent pain in head/frequent headaches"). In (B)(6) 2011, the patient experienced cystitis (seriousness criterion medically significant) and fungal infection ("persistent yeast infections"). In 2012, the patient experienced chest pain ("severe and persistent chest pain") and allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant) with gastrointestinal pain. In (B)(6) 2013, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, laryngeal stenosis (seriousness criterion medically significant) with dyspnoea, dizziness ("dizziness"), vestibular disorder ("vestibular hypofunction / enlarged vestibular aqueduct on the left with vestibular hypofunction") with balance disorder, malaise ("sick"), urinary tract infection ("uti"), menorrhagia ("heavy periods / long periods"), memory impairment ("short term memory"), vision blurred ("blurry vision"), insomnia ("insomnia"), mental disorder ("aggravated psychiatric and/or psychological condition") and tooth fracture ("tooth broken") and was found to have weight increased ("weight gain"). The patient was treated with laryngoscopy, medication such as antibiotics and surgery (essure coils removed through a total hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, malaise, chest pain, headache, allergy to metals, menorrhagia, memory impairment, vision blurred, weight increased, insomnia, mental disorder and tooth fracture outcome was unknown, the laryngeal stenosis and vestibular disorder had not resolved and the gastrooesophageal reflux disease, cystitis, migraine, dizziness, fungal infection and urinary tract infection was resolving. The reporter considered allergy to metals, chest pain, cystitis, dizziness, embedded device, fungal infection, gastrooesophageal reflux disease, headache, insomnia, laryngeal stenosis, malaise, memory impairment, menorrhagia, mental disorder, migraine, tooth fracture, urinary tract infection, vestibular disorder, vision blurred and weight increased to be related to essure. The reporter commented: patient received medical treatment for gerd,migraines,vestibular hypofunction,bladder infections, yeast infections, subglottic stenosis. Current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound scan : essure coils were partially embedded in my uterus despite the initial surgery. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms migraines, asthama, gerd, embedded silver colored wire foreign body, dizziness, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter information was added. Event teeth broken was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were partially embedded in my uterus despite the initial surgery"), laryngeal stenosis ("subglottic stenosis/asthma that was later diagnosed as subglottic stenosis"), gastrooesophageal reflux disease ("gerd / acid reflux") and cystitis ("persistent bladder infections") in a 23-year-old female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "my doctor did not tell me that I needed a confirmation test". The patient's past medical history included multi gravida, parity 3 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2011) and upper abdominal pain. Patient denies any complications or problems that occurred at the time of your essure placement procedure. Concurrent conditions included body mass index normal. Concomitant products included beclometasone dipropionate (qvar), dulera, fluticasone propionate, mometasone furoate (asmanex), prednisone and salbutamol (albuterol) for asthma, cyclobenzaprine hydrochloride (flexeril) and trazodone for back pain, paroxetine hydrochloride (paxil) for depression, meclozine (meclizine) for dizziness, dexlansoprazole (dexilant) and esomeprazole magnesium (nexium) for gerd, cyclobenzaprine, rizatriptan, sumatriptan, topiramate and topiramate (topamax) for migraine, rizatriptan (maxalt) for nausea as well as escitalopram oxalate (lexapro). In 2011, the patient experienced headache ("severe and persistent pain in head/frequent headaches"). In (B)(6) 2011, the patient experienced cystitis (seriousness criterion medically significant) and fungal infection ("persistent yeast infections"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced chest pain ("severe and persistent chest pain") and allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant) with gastrointestinal pain. In (B)(6) 2013, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, laryngeal stenosis (seriousness criterion medically significant) with dyspnoea, dizziness ("dizziness"), vestibular disorder ("vestibular hypofunction / enlarged vestibular aqueduct on the left with vestibular hypofunction") with balance disorder, malaise ("sick"), urinary tract infection ("uti"), menorrhagia ("heavy periods / long periods"), memory impairment ("short term memory"), vision blurred ("blurry vision"), weight increased ("weight gain"), insomnia ("insomnia"), treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure") and mental disorder ("aggravated psychiatric and/or psychological condition"). The patient was treated with surgery (essure coils removed through a total hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, malaise, chest pain, headache, allergy to metals, menorrhagia, memory impairment, vision blurred, weight increased, insomnia, treatment noncompliance and mental disorder outcome was unknown, the laryngeal stenosis and vestibular disorder had not resolved and the gastrooesophageal reflux disease, cystitis, migraine, dizziness, fungal infection and urinary tract infection was resolving. The reporter considered allergy to metals, chest pain, cystitis, dizziness, embedded device, fungal infection, gastrooesophageal reflux disease, headache, insomnia, laryngeal stenosis, malaise, memory impairment, menorrhagia, mental disorder, migraine, treatment noncompliance, urinary tract infection, vestibular disorder, vision blurred and weight increased to be related to essure. The reporter commented: patient received medical treatment for gerd,migraines,vestibular hypofunction,bladder infections, yeast infections, subglottic stenosis. Current weight: 160 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound scan : essure coils were partially embedded in my uterus despite the initial surgery. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms migraines, asthama, gerd, embedded silver colored wire foreign body. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs and mr received: new reporters added. Case medically confirmed.removal details updated as hysterectomy with bilateral salpingectomy. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils were partially embedded in my uterus despite the initial surgery') in a 23-year-old female patient who had essure (batch no. 810880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure" and product communication issue "my doctor did not tell me that I needed a confirmation test". The patient's medical history included multi gravida, parity 3 (B)(6) 2007, (B)(6) 2008, (B)(6) 2011) and upper abdominal pain. Patient denies any complications or problems that occurred at the time of your essure placement procedure. Concurrent conditions included body mass index normal, anxiety, lack of motivation, gerd, bloating, yeast infection, vaginal candidiasis, vaginal itching, dysmenorrhea and menses irregular. Concomitant products included beclometasone dipropionate (qvar), fluticasone propionate, formoterol fumarate;mometasone furoate (dulera), mometasone furoate (asmanex), prednisone and salbutamol (albuterol) for asthma, trazodone for back pain, meclozine (meclizine) for dizziness, dexlansoprazole (dexilant) and esomeprazole for gerd, cyclobenzaprine, rizatriptan, sumatriptan, topiramate and topiramate (topamax) for migraine, rizatriptan benzoate (maxalt) for nausea as well as escitalopram oxalate (lexapro). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced headache ("severe and persistent pain in head/frequent headaches"). In (B)(6) 2011, the patient experienced cystitis ("persistent bladder infections") and fungal infection ("persistent yeast infections"). In 2012, the patient experienced chest pain ("severe and persistent chest pain") and allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("gerd / acid reflux") with gastrointestinal pain. In (B)(6) 2013, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, laryngeal stenosis ("subglottic stenosis/asthma that was later diagnosed as subglottic stenosis") with dyspnoea, dizziness ("dizziness"), vestibular disorder ("vestibular hypofunction / enlarged vestibular aqueduct on the left with vestibular hypofunction") with balance disorder, malaise ("sick"), urinary tract infection ("uti"), menorrhagia ("heavy periods / long periods"), memory impairment ("short term memory"), vision blurred ("blurry vision"), insomnia ("insomnia"), mental disorder ("aggravated psychiatric and/or psychological condition") and tooth fracture ("tooth broken") and was found to have weight increased ("weight gain"). The patient was treated with laryngoscopy, medication such as antibiotics and surgery (essure coils removed through a total hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, malaise, chest pain, headache, allergy to metals, menorrhagia, memory impairment, vision blurred, weight increased, insomnia, mental disorder and tooth fracture outcome was unknown, the laryngeal stenosis and vestibular disorder had not resolved and the gastrooesophageal reflux disease, cystitis, migraine, dizziness, fungal infection and urinary tract infection was resolving. The reporter considered allergy to metals, chest pain, cystitis, dizziness, embedded device, fungal infection, gastrooesophageal reflux disease, headache, insomnia, laryngeal stenosis, malaise, memory impairment, menorrhagia, mental disorder, migraine, tooth fracture, urinary tract infection, vestibular disorder, vision blurred and weight increased to be related to essure. The reporter commented: patient received medical treatment for gerd,migraines,vestibular hypofunction,bladder infections, yeast infections, subglottic stenosis. Current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound scan : essure coils were partially embedded in my uterus despite the initial surgery. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms migraines, asthma, gerd, embedded silver colored wire foreign body, dizziness, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were partially embedded in my uterus despite the initial surgery"), laryngeal stenosis ("subglottic stenosis"), gastrooesophageal reflux disease ("gerd / acid reflux") and cystitis ("persistent bladder infections") in a (B)(6) female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 3 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2011). Patient denies any complications or problems that occurred at the time of your essure placement procedure. Concurrent conditions included body mass index normal. Concomitant products included beclometasone dipropionate (qvar), dulera, fluticasone propionate, mometasone furoate (asmanex), prednisone and salbutamol (albuterol) for asthma, cyclobenzaprine hydrochloride (flexeril) and trazodone for back pain, paroxetine hydrochloride (paxil) for depression, meclozine (meclizine) for dizziness, dexlansoprazole (dexilant) and esomeprazole magnesium (nexium) for gerd, cyclobenzaprine, rizatriptan, sumatriptan, topiramate and topiramate (topamax) for migraine, rizatriptan (maxalt) for nausea as well as escitalopram oxalate (lexapro). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced chest pain ("severe and persistent chest pain") and allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"). In 2011, the patient experienced headache ("severe and persistent pain in head/frequent headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, laryngeal stenosis (seriousness criterion medically significant) with dyspnoea, gastrooesophageal reflux disease (seriousness criterion medically significant) with gastrointestinal pain, cystitis (seriousness criterion medically significant), migraine ("migraines"), dizziness ("dizziness"), vestibular disorder ("vestibular hypofunction / enlarged vestibular aqueduct on the left with vestibular hypofunction") with balance disorder, fungal infection ("persistent yeast infections"), malaise ("sick"), urinary tract infection ("uti"), menorrhagia ("heavy periods / long periods"), memory impairment ("short term memory"), vision blurred ("blurry vision"), weight increased ("weight gain"), insomnia ("insomnia"), investigation noncompliance ("my doctor did not tell me that I needed a confirmation test"), treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure") and mental disorder ("aggravated psychiatric and/or psychological condition"). The patient was treated with surgery (essure coils removed through a total hysterectomy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, malaise, chest pain, headache, allergy to metals, menorrhagia, memory impairment, vision blurred, weight increased, insomnia, investigation noncompliance, treatment noncompliance and mental disorder outcome was unknown, the laryngeal stenosis and vestibular disorder had not resolved and the gastrooesophageal reflux disease, cystitis, migraine, dizziness, fungal infection and urinary tract infection was resolving. The reporter considered allergy to metals, chest pain, cystitis, dizziness, embedded device, fungal infection, gastrooesophageal reflux disease, headache, insomnia, investigation noncompliance, laryngeal stenosis, malaise, memory impairment, menorrhagia, mental disorder, migraine, treatment noncompliance, urinary tract infection, vestibular disorder, vision blurred and weight increased to be related to essure. The reporter commented: patient received medical treatment for gerd,migraines,vestibular hypofunction,bladder infections, yeast infections, subglottic stenosis. (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound scan : essure coils were partially embedded in my uterus despite the initial surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.